Event description:
As reported on ap(B)(4) 2014 male patient of unk age presented for a microwave ablation procedure of the liver. During the procedure, when the probe was withdrawn in order to be repositioned, it was noted the tip of the applicator had fractured off inside of the patient. Via imaging, it was determined there was a fractured piece of the probe tip inside the treated zone of the kidney, and another fractured piece of the probe tip under the peritoneal tissue. The treating physician determined not to remove the fractured pieces. It was reported the patient was stable. It was reported the disposable device is available to be returned to the MFR for eval.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device eval will be sent via follow up medwatch. (B)(4).